Event description:
The customer reported that this intellivue x2 device suffered a fall, and as a result of the drop, the housing was broken. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that this intellivue x2 device suffered a fall, and as a result of the drop, the housing was broken. No pt harm was reported. The available info does not support that there was a malfunction of the device but it also does not identify a user misunderstanding/misuse as the cause of this reported failure to function as expected. There was no mention of a defective mounting solution, or any other mechanical defect contributing to the drop, was reported. It was not reported that this was an unexpected drop. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.